Event description:
Matta bone reduction clamp broke during procedure while trying to clamp acetabular fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the breakage could be confirmed. (B)(4). No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Matta bone reduction clamp broke during procedure while trying to clamp acetabular fracture.